Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Unable to perform displacement test, occlusion test and reservoir unable to lock into place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.